Event description:
Boston scientific received information that the pacemaker along with the right ventricular (rv) lead exhibited high out-of-range (oor) impedance measurements and intermittent capture. The patient was in for a radiation treatment. The physician needed to tunnel the existing lead from the right ventricle over to the left ventricle. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.